Event description:
It was reported that the pump delivered two boluses without user input. Subsequently, the customer's blood glucose (bg) level dropped to 41-42 mg/dl. Customer consumed carbohydrates to address bg. The clinical diabetes educator reported that it was believed the customer manually requested the boluses. However, the customer maintained that the pump did not perform as intended. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.